Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being filed as the clip opened while locked. Patient ID: (B)(6). It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. The mitraclip advanced to the mitral valve. While establishing final arm angle (efaa), the clip opened to roughly 40 degrees. Troubleshooting was performed, but the issues continued to occur. Therefore, the clip was removed and replaced. A second mitraclip met resistance during advancement. This clip was implanted despite the difficulty and without any injury to the patient. A third clip was successfully implanted without issues reported. The mr had been reduced to grade 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided regarding this issue.

Manufacturer narrative:
The device returned for analysis. The returned device analysis did not confirm the reported unintended movement- clip open-establishing final arm angle (efaa). The reported difficult or delayed positioning anatomy during procedure could not be replicated in a testing environment due to patient anatomy, procedural or operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on information reviewed and without a confirmed failure mode, a cause for the reported unintended movement - clip open-efaa in this incident could not be determined. The reported difficult or delayed positioning was due to patient anatomy. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the additional information was received: cds0704-ntw, (B)(6) delivery system met resistance during advancement due to anatomy. The clip had failed to establish final arms angle (efaa). Standard troubleshooting was performed, however the clip still failed efaa. The clip was not deployed and removed without further issues. Cds0704-ntw, (B)(6) was successfully used in replacement. The clip was successfully implanted, without any issue. There was no complaint against cds0704-ntw, (B)(6).